Event description:
It was reported that a spectrum pump had an occlusion alarm during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the out of calibrated specification upstream sensor reading. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.